Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there were multiple inappropriate high voltage therapy delivered to the patient due to slow ventricular tachycardia. The patient experienced severe discomfort after the shocks. Programming changes were made to the ICD. The patient was in stable condition.

Manufacturer narrative:
Correction h6 - arrhythmia code was removed.